Manufacturer narrative:
The suspect door switch was returned to the manufacturer for evaluation. Visual inspection found that the metal bracket that holds the switch together was bent, allowing the switch to come apart. The suspect switch functioned as designed at the time of functional testing.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the door switch was bent and damaged. The door switch was then replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect door switch has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system displayed that the door of the gantry was open though the door was closed. It was reported that the rotor would not spin. Restarting the imaging system multiple times did not resolve the reported issue. There was a reported delay to the procedure of twenty minutes due to this issue. The site elected to complete the procedure with a second medtronic imaging system. There was no patient present when this issue was identified. No additional information was provided.